Event description:
It was reported that the implantable neurostimulator (ins) was defective. During the implant procedure, damage was detected capping the lead. The surgeon was never able to put the lead in the ins and the device was not used. A new ins was used which fit perfectly the first time. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The setscrew was backed out too far.